Event description:
Customer reported the table locks intermittently won't work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the keypad cable. System operates as intended. (B) (4)